Event description:
It was reported that on (B)(6) 2013, a 2.5x23 rx xience prime stent and a 2.75x18 rx xience prime stent were implanted overlapping in the moderately calcified mid left anterior descending artery for treatment of a 90% stenosis. Post dilatation was performed using a nc trek rx balloon. The patient was kept in the hospital due to silent angina. Echocardiogram (EKG) was performed each day. Two days post procedure, EKG change was observed and deterioration of heart activity (pumping of the heart) was observed via ultrasound. Coronary angiography was performed on (B)(6) 2013 and in-stent thrombosis was diagnosed. Thrombus aspiration was performed as well as balloon angioplasty using a nc trek rx balloon. During this procedure, post-dilatation of both stents was performed as it was suspected that the stents may not have been fully expanded. Post dilatation was successful. Per the physician, the correlation between the stents/stent deployment and the thrombosis could not be denied. Ultrasound was performed after the procedure and no anomaly was noted.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Angina and thrombosis are listed in the japan instructions for use as known patient effect of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The 2.75x23 rx xience prime referenced is being filed under a separate medwatch MFR number.